Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that  it is hard for patient to recharger comfortably because of the position of the ins over the collar bone and the sling doesn't work that good. Caller states patient has high settings and charges every day for an hour. Patient has a condition where patients neck goes forward and the side dbs is implanted on is on the left the side where the head tilts over so patient head is always over the recharger and recharger digs into the neck. Caller worries about interference of the recharger onto the dbs system . Caller tells patient to lift her head up but then patient does not want to charge and cant keep recharger in place unless leaning back in chair. Caller states recharger never beeps ( tone) when ins is 100% charged, only when turning on recharger and when it connects to ins. Caller states never having recharger shut off by itself. Patient had an appointment once with medtronic rep - (B)(6), and (B)(6) and was informed of this issue beginning of last year. Pss reviewed to monitor recharger and see if charging ins past 100% helps and recharger tone should be heard and then recharger will shut off. Caller states if patients charge level goes under 50% or patient does not feel right. Pss redirected to hcp. Caller states patients skin gets hot because it is very sensitive after having multiple implants. Pss discussed low setting and redirected to hcp. Caller states when using the recharger app the handset battery goes down about 20% . Caller will call back if there is an issue with the handset battery not staying charged. Caller states patient has lost use of right arm, hand since having implant. Caller states being unsure if that was from the radiation of breast cancer. Caller wondering if it is due to the counter weight of the recharger drape. Caller states now patient does not use the drape with weight. Caller states patient has seen dr regarding this issue and had emg. Caller states medtronic should make a smaller recharger so it is not by collar bone. Caller states patient is switching medications today and it is all so complicated. Additional information received from the manufacturer¿s representative (rep) reported the cause of the recharging issues were due to the way the patient was positioning the recharger. The patient was instructed to reposition their body in a comfortable position. The patient was able to recharge but continued to express discontent with the process, but the recharger appeared to be functioning normally. Additional information was received from the patient representative reporting that wireless recharger (wr) was still having same issue as in original call. Patient representative (pt rep) said that the handset battery still depleted too rapidly and pt rep had tried things to try to conserve the battery, like turning galaxy j3 handset off/putting handset to sleep/not keeping recharger app open, but all these things had resulted in it being even more difficult to get the wr connected to the implantable neurostimulator (ins). Pt rep said that they would have to try multiple times before the wr would connect with the wr and the recharger app would not be able to find the wr. Pt re-mentioned that the skin over ins would get hot while pt charged ins, up to 105 degrees and pt would smell their shirt getting hot and usually parkinson's patients weren't able to smell that well. Pt rep suggested a "charging shirt" for women with dbs where the wr is placed in a shirt pocket to be able to charge the ins. Pss sent email to repair to send replacement wr and handset. Pt rep may call back for assistance setting up new handset and wr. Additional information received from the manufacturer¿s representative (rep) reported the recharger only heated up if it was in the fast setting. The sister of the patient stated the new wireless re charger was kept in the slowest recharging speed to prevent heating.